Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator shut down intermittently while connected to a patient. The patient was in the emergency department and was quickly removed from the device and placed on a back up ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 103.4 hours of extended bench testing at the customer's settings. The device passed initial final test and initial alarm test with no abnormalities. Review of the event trace revealed a single "out of order" during "power on". As a precaution, the service technician replaced the main board.